Event description:
The manufacturer received information alleging a ventilator failed a test step during testing indicating a power failure issue. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing indicating a power failure issue. There was no harm or injury reported. The device was not in patient use. The device was evaluated by a third-party service center and no malfunction of the device was observed. No repairs were performed.